Event description:
Perianal abscess [perianal abscess] ([perianal pain], [mass]); constipation/straining [constipation] ; chills [chills] ; diaphoresis [diaphoresis] ; fatigue [fatigue] ; unexpected weight change [weight abnormal] ; appetite change [appetite fluctuation]; activity change [unevaluable event]; anal fistula [anal fistula] ; inflammation [joint inflammation] ([condition worsened]); slightly elevated crp [c-reactive protein increased] ; knee arthroscopy [knee arthroscopy]; productive cough with colored phlegm [productive cough]; acute sinusitis [acute sinusitis]; cough [cough]; pain of breast [breast pain]; weight loss [weight loss]; ast increased [ast increased]; alt increased [alt increased] ; serum ferritin high [serum ferritin increased] ; knee discomfort [discomfort in joints]; crepitus/ clicks and pops [joint crepitation] ; pain 9/10 [knee pain] ([condition worsened]); knee swelling [knee swelling] ([condition worsened]); little bit of effusion/ 1+ straw colored effusion [knee effusion]. Case narrative: initial information received on 07-feb-2019 regarding an unsolicited valid serious legal case received from the lawyer. This case involves a (B)(6) years old female patient who experienced pain 9/10, perianal abscess, constipation/straining, chills, diaphoresis, fatigue, unexpected weight change, appetite change, activity change, anal fistula, inflammation, knee swelling, little bit of effusion/ 1+ straw colored effusion, slightly elevated crp, knee arthroscopy, productive cough with colored phlegm, acute sinusitis, cough, pain of breast, weight loss, elevated blood pressure, obesity, ast increased, alt increased and serum ferritin high, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included allergic rhinitis, asthma, disease of thyroid gland, precordial pain, surgical history of appendicectomy, foot neuroma surgery, shoulder surgery, sinus surgery, tonsillectomy, adenoidectomy, osteoarthritis with mother, hypertension with brother and non-tobacco user. The patient's family history included lung cancer, anxiety disorder mother and father, atrial fibrillation, anxiety disorder and gout. The patient's past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing alcohol use. Concomitant medications included albuterol [salbutamol]; cetirizine hydrochloride (cetrizine); mometasone phentermine hydrochloride, topiramate (qsymia); spironolactone; budesonide; fluticasone ;levonorgestrel; montelukast sodium; prednisone; amoxicillin; levothyroxine sodium (synthroid); cefalexin monohydrate (keflex) and apixaban (eliquis). On (B)(6) 2017, the patient was administered synvisc one (hylan g-f 20, sodium hyaluronate), intra-articular injection with 1 dosage formula (with an unknown batch number) for right knee pain and swelling. On (B)(6) 2017, patient reported of pain which was 9/10. Pain was worse with lifting, bending, standing and walking. Patient reported of increased pain, swelling and inflammation. Pain also increased with weight bearing. Patient was suggested to use ice, anti-inflammatories, tramadol and crutches for ambulation. On (B)(6) 2017, patient had perianal abscess. An incision and drainage was recommended. Patient described her symptoms as pain and a mass. Patient had pain in the perianal region. Sitz baths and hydrocortisone cream were recommended. Patient reported that she had lost 60 pounds due to diet medications. Patient reported that she ate some heavy unhealthy dishes which caused her constipation and straining. Patient was found positive for activity change, appetite change, chills, diaphoresis, fatigue and unexpected weight change. Approximately 1.5 cm incision at the 2'o clock position was given. Copious amounts of drainage was done. Unable to fully evaluate the pocket given the patient's tenderness. Flushed with normal saline. Packed with quarter inch gauze. On (B)(6) 2017, lab results were alt was 36, ast was 41, serum ferritin was 574. On (B)(6) 2017, patient underwent knee arthroscopy. Patient was placed on the operating table in the supine position. The operative site was identified, and timeout occurred. Patient was anesthetized and intubated without difficulty. Arthroscopy was performed with a standard superomedial outflow portal and anteromedial and anterolateral arthroscopy portals. Wounds were closed with subcuticular 2-0 vicryl. Wounds were dressed with xeroform, a sterile gauze dressing and a lightly compressive ace wrap from the ankle to the thigh. There were no complications. On (B)(6) 2018, patient reported of pain of breast. Right sided breast pain likely related to spironolactone use. Due for mammogram. Patient reported of perianal abscess which was very painful and hence was sent for drainage. On (B)(6) 2018, patient had congestion and reported of abscess in the anal area. On (B)(6) 2018, patient reported of congestion and cough. Productive cough, colored phlegm was noted. Also, patient was diagnosed of acute sinusitis. On (B)(6) 2018, patient was doing much better with no erythema or warmth. She still had a little bit of effusion and slightly elevated crp. On (B)(6) 2018, patient felt that she was going back to baseline and still had some discomfort in the knee and that it clicked and popped. She also had occasional swelling. Mild crepitus was noted on examination along with trace effusion of right knee. On (B)(6) 2018, it was reported that the incision and drainage was performed at 2'o clock position. Highly suspicious for an anal fistula. It was informed that the patient might need a surgery, fistulotomy for treating the fistula. CT sinus showed minimal mucosal thickening. On (B)(6) 2018, she localized pain to dorsal aspect of the midfoot. X-ray revealed degenerative changes at the second and third tmt joint. Corrective treatment: sitz baths and hydrocortisone cream/ drainage for perianal abscess, crutches for knee pain. Outcome: recovered for diaphoresis, chills; unknown for rest of the events. Reporter causality: related for all events. Company causality: reportable for all events. Seriousness criteria: medically significant for anal abscess.

Event description:
Perianal abscess [perianal abscess] ([perianal pain], [mass]) constipation/straining [constipation] chills [chills] diaphoresis [diaphoresis] fatigue [fatigue] unexpected weight change [weight abnormal] appetite change [appetite fluctuation] activity change [unevaluable event] anal fistula [anal fistula] slightly elevated crp [c-reactive protein increased] knee arthroscopy [knee arthroscopy] productive cough with colored phlegm [productive cough] acute sinusitis [acute sinusitis] cough [cough] pain of breast [breast pain] weight loss [weight loss] ast increased [ast increased] alt increased [alt increased] serum ferritin high [serum ferritin increased] knee discomfort [discomfort in joints] inflammation [joint inflammation] ([condition worsened]) crepitus/ clicks and pops [joint crepitation] pain 9/10 [knee pain] ([condition worsened]) knee swelling [knee swelling] ([condition worsened]) little bit of effusion/ 1+ straw colored effusion [knee effusion] . Case narrative: initial information received on 07-feb-2019 regarding an unsolicited valid serious legal case received from the lawyer. This case involves a 49 years old female patient who experienced pain 9/10, perianal abscess, constipation/straining, chills, diaphoresis, fatigue, unexpected weight change, appetite change, activity change, anal fistula, inflammation, knee swelling, little bit of effusion/ 1+ straw colored effusion, slightly elevated crp, knee arthroscopy, productive cough with colored phlegm, acute sinusitis, cough, pain of breast, weight loss, elevated blood pressure, obesity, ast increased, alt increased and serum ferritin high, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included allergic rhinitis, asthma, disease of thyroid gland, precordial pain, surgical history of appendicectomy, foot neuroma surgery, shoulder surgery, sinus surgery, tonsillectomy, adenoidectomy, osteoarthritis with mother, hypertension with brother and non-tobacco user. The patient's family history included lung cancer, anxiety disorder mother and father, atrial fibrillation, anxiety disorder and gout. The patient's past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing alcohol use. Concomitant medications included albuterol [salbutamol]; cetirizine hydrochloride (cetrizine); mometasone phentermine hydrochloride, topiramate (qsymia); spironolactone; budesonide; fluticasone ;levonorgestrel; montelukast sodium; prednisone; amoxicillin; levothyroxine sodium (synthroid); cefalexin monohydrate (keflex) and apixaban (eliquis). On (B)(6) 2017, the patient was administered synvisc one (hylan g-f 20, sodium hyaluronate), intra-articular injection with 1 dosage formula (with an unknown batch number) for right knee pain and swelling.on (B)(6) 2022 patient reported of pain which was 9/10. Pain was worse with lifting, bending, standing and walking. Patient reported of increased pain, swelling and inflammation. Pain also increased with weight bearing. Patient was suggested to use ice, anti-inflammatories, tramadol and crutches for ambulation. On (B)(6) 2017, patient had perianal abscess. An incision and drainage was recommended. Patient described her symptoms as pain and a mass. Patient had pain in the perianal region. Sitz baths and hydrocortisone cream were recommended. Patient reported that she had lost 60 pounds due to diet medications. Patient reported that she ate some heavy unhealthy dishes which caused her constipation and straining. Patient was found positive for activity change, appetite change, chills, diaphoresis, fatigue and unexpected weight change. Approximately 1.5 cm incision at the 2'o clock position was given. Copious amounts of drainage was done. Unable to fully evaluate the pocket given the patient's tenderness. Flushed with normal saline. Packed with quarter inch gauze. On (B)(6) 2017, lab results were alt was 36, ast was 41, serum ferritin was 574. On (B)(6) 2017, patient underwent knee arthroscopy. Patient was placed on the operating table in the supine position. The operative site was identified, and timeout occurred. Patient was anesthetized and intubated without difficulty. Arthroscopy was performed with a standard superomedial outflow portal and anteromedial and anterolateral arthroscopy portals. Wounds were closed with subcuticular 2-0 vicryl. Wounds were dressed with xeroform, a sterile gauze dressing and a lightly compressive ace wrap from the ankle to the thigh. There were no complications. On (B)(6) 2018, patient reported of pain of breast. Right sided breast pain likely related to spironolactone use. Due for mammogram. Patient reported of perianal abscess which was very painful and hence was sent for drainage. On (B)(6) 2018, patient had congestion and reported of abscess in the anal area. On (B)(6) 2018 patient reported of congestion and cough. Productive cough, colored phlegm was noted. Also, patient was diagnosed of acute sinusitis. On(B)(6) 2018 patient was doing much better with no erythema or warmth. She still had a little bit of effusion and slightly elevated crp. On (B)(6) 2018, patient felt that she was going back to baseline and still had some discomfort in the knee and that it clicked and popped. She also had occasional swelling. Mild crepitus was noted on examination along with trace effusion of right knee. On (B)(6) 2018, it was reported that the incision and drainage was performed at 2'o clock position. Highly suspicious for an anal fistula. It was informed that the patient might need a surgery, fistulotomy for treating the fistula. CT sinus showed minimal mucosal thickening. On (B)(6) 2018 she localized pain to dorsal aspect of the midfoot. X-ray revealed degenerative changes at the second and third tmt joint. Corrective treatment: sitz baths and hydrocortisone cream/ drainage for perianal abscess, crutches for knee pain. Outcome: recovered for diaphoresis, chills; unknown for rest of the events. Seriousness criteria: medically significant for anal abscess. A product technical complaint (ptc) was initiated on 14-feb-2019 for synvisc one, batch number: unknown, global ptc number: 57363 the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Final investigation complete date was 14-feb-2019. No safety issues were indicated in this review. Reporter causality: related for all events. Company causality: reportable for all events. Additional information was received on 14-feb-2019. Global ptc number and ptc results were added. Text amended accordingly.